Event description:
It was reported that a patient developed hives after implant. The patient suspects an allergic reaction, as they have never had this issue with a similar device from another manufacturer. The current device was revised on (B)(6) 2025 and alternative device was implanted.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient developed hives after implant. The patient suspects an allergic reaction, as they have never had this issue with a similar device from another manufacturer. The current device will be explanted, and alternative device will be implanted. It was later reported the device was explanted (B)(6) 2025 and an alternative battery was implanted.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported complaint cannot be confirmed. The device was unavailable for evaluation and the complaint could not be confirmed. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.